Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated they fell into a lake while connected to the insulin pump. The customer reported water in the insulin pump's screen. Customer's blood glucose was 107 mg/dl. It was found the insulin pump's screen was foggy. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. However, moisture damage was found on the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.